Manufacturer narrative:
The arjo service technician tried to reproduce the reported problem during the device inspection and testing. The problem was not recreated and no device malfunction that could have led to the strap's unexpected lowering was found. To sum up, arjo device was used with the patient when the incident occurred. At the time of the event, the device failed to meet its specifications since the strap of the lift unwound. The complaint decided to be reportable due to allegation of the maxi sky 440 ceiling lift drop. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. The results will be provided to the follow-up report.date of event was estimated based on the awareness date.

Event description:
Following customer allegation, the maxi sky 440 strap unwound unexpectedly and fell on patient lying in bed. No injury was claimed.